Event description:
Rn reported that she started fluid d51/2ns on a patient and when she checked on them it had infiltrated. The rn reported that it never alarmed for pressure. Rn felt that it should have alarmed if it was infiltrated.